Event description:
It was reported that the patient attended the med-el office in spain (the patient was implanted in colombia) to exchange his speech processor from tempo+ to opus2. During fitting it was seen that 7 electrode channels had hi impedance with the other channels showing increased impedance, also the reference electrode showed an increased impedance value. The patient has some access to sound with the 5 channels functioning. It was noted that several channels had hi impedance values in 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.